Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that the sensor was reading 60 to 65 mg/dl but his blood glucose was 149 mg/dl. Customer stated that the insulin pump was constantly suspending so he had to turn the threshold suspend feature off. Current sensor glucose was 59 mg/dl and blood glucose was 144 mg/dl. Customer was advised to turn the sensor feature off and back on and perform reconnect old sensor. Customer was advised the sensor would be replaced and returned for analysis.